Event description:
Customer reported a button error alarm. The customer's blood glucose was 86 mg/dl. The customer stated she was sweating prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back up plan. No additional info is provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The insulin pump was received with cracked battery tube threads, a cracked belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).